Event description:
The micro oscillating saw was sent for evaluation because it was running on its own during testing. The event occurred during a routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
Damaged contact pins were identified as the probable cause of the device running on its own without activation.